Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. It was also noted that visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure the lead was attempted but was damaged while being introduced into the vascular system. The helix of the lead was bent and unusable. A new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.